Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch . If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported there was a ¿failure of data recording correlated with manual sensor reads¿ on his adc freestyle libre. He further reported that on (B)(6) 2018 at 03:01 hours a manual sensor read was performed but the sensor failed to make its glucose measurements at 15-minute intervals leaving a data gap for the next 2 hours and 45 minutes. There was no report of death or permanent injury associated with this event.